Event description:
It was reported "there was a malfunction of the huber needle." (B)(6) 2019: it was reported that the needle was flushed through the blue luer loc and fluid came out push med connection. No harm was reported.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascys0246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "there was a malfunction of the huber needle." (B)(6) 2019: it was reported that the needle was flushed through the blue luer loc and fluid came out push med connection. No harm was reported.